Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that surgery occurred in which the leads were explanted and replaced, which resolved the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2021-12829. It was reported that following an unrelated spinal fusion procedure, high impedances were measured at the patient's leads. As a result, surgery may occur to address the issue.